Event description:
It was reported that the workshop 9900 system would not boot up. It was noted that it would boot up only to 11 arrows and intermittently not fluoro and lockup. It was also noted that the mainframe shows a "collimator call required" and "filament call required" message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. On a subsequent visit, replaced the mainframe backplane and ps-1 power supply. The nodes were also flashed and rebuilt. Reloaded the system data files. The system was tested and found to be working as intended and placed back into service.